Manufacturer narrative:
(B)(4). Concomitant medical product: biomet interlok fixed cruciate tibial plate with locking bar catalog # 141236 lot # 778080, vanguard(tm) dcm ps plus tibial bearing catalog # 183764 lot # 701620, biomet all poly patella button catalog # 11-150844 lot # 038760. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-04837, 0001825034-2018-04845, 0001825034-2018-04846.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty. Subsequently, the patient expired eight years post implantation due to unknown reason. There are no complications noted within the study for this patient and there is no indication the death was product or procedure related.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Products were reviewed for compatibility with no issues noted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08372, 0001825034-2018-08373, 0001825034-2018-08374, 0001825034-2018-08375, 0001825034-2018-04819, 0001825034-2018-04837, 0001825034-2018-04845, 0001825034-2018-04846. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.